Manufacturer narrative:
(B)(4). Investigation summary: the device associated with this report was not returned to depuy warsaw for evaluation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Instrument failed to hold the cut guides securely and allowed them to 'wobble'.